Manufacturer narrative:
Section b2 correction. Section h6 correction. Manufacturer¿s investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the transplanting facility. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient implanted on (B)(6) 2019 received a heart transplant at an outside hospital on (B)(6) 2025. They were dual listed. It was unknown if the patient was elevated on the transplant list secondary to a device or therapy related issue. The patient was not elevated on the transplant list at this facility. It is unknown if the device operated as expected and it is unknown of the device will return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was transplanted at (B)(6) hospital.